Event description:
The rptr had high meter results, inconsistent with reporter's symptoms (felt low) during troubleshooting, a control test of 128 mg/dl was in range. A blood test was done with a result of 155 mg/dl, which the rptr considered accurate. Rptr had been cleaning meter with alcohol. On follow up, rptr stated that rptr recently noticed meter sometimes gave high readings (does not recall results) and rptr does not have any symptoms of high blood sugar, actually feels low. Rptr checks confirmation dot, has accurate technique of applying blood. No harm was alleged.